Manufacturer narrative:
It was reported by the customer that as a patient was sliding off to exit the stretcher, they cut their leg on the stirrup. It was reported that the alleged injury required cleaning and dressing by the nurse. A visual and functional inspection was performed by the field service representative who identified that there was no defect found that would have caused or contributed to the alleged injury. The stirrup was removed from the stretcher at the request of the customer.

Event description:
It was reported that when the patient was sliding off to exit the stretcher they cut their leg on the stirrup.

Event description:
It was reported that when the patient was sliding off to exit the stretcher they cut their leg on the stirrup. It was not reported if the patient received medical intervention for the alleged injury.